Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.